Event description:
It was reported to medtronic minimed that the customer alleged pump won't complete the rewind process and received pump error 3 (the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 3 was found on 12/27/2025 10:39:44.000 through 12/27/2025 19:14:00.000, with several alarms noted. Line=1479 file=26. Additionally, during testing, unit failed to rewind as motor remained in place. Unit failed rewind test. Unable to perform displacement test, prime/seating test, occlusion test, force sensor test, and occlusion test. Unit was cut open and a visual inspection on the connectors and electronic stack was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on electronic assembly, including corrosion on the motor home switch. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed when pump error 3 alarms were noted during download history review. Additionally, allegations of rewind anomaly were confirmed when unit failed rewind test due to corrosion found on the motor home switch. Due to moisture damage found, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.